Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned. Per the instructions for use of the intrathecal catheter, catheter fracture is a known possible risk of use of the device. Clinical specialist stated that the cause of the catheter fracture is unknown. Internal complaint number: complaint-(B)(4).

Event description:
Clinical specialist reported a catheter revision due to a fractured catheter diagnosed via a dye study. The patient was reporting an increase in pain. During the revision, the spinal segment of the patient's catheter was down in their sacrum area and the physician was unable to get to it. The physician tied the old catheter off, put in a new spinal segment, and attached that to the pump segment of catheter. Physician was unable to retrieve the broken part of catheter to send back for investigation.